Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons was not responding. No harm requiring medical intervention was reported. Customer stated that scroll bar was not moving with no input. Customer stated that left button was unresponsive and arrow was not responding. Customer stated that insulin pump was neither dropped nor exposed to moisture. Troubleshooting was performed for keypad anomaly. Customer stated that block mode is inactive. Customer reported an alarm was not in progress at the time the button was unresponsive. The insulin pump will be returned for analysis.